Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the imaging catheter got stuck in stent. A 75 percent stenosed, moderately tortuous, non calcified target lesion was located at the left circumflex artery. During a percutaneous coronary intervention an opticross imaging catheter was used for intravascular sonography. After pre-dilation an non bsc stent was implanted. Intravascular sonography was performed, however, the guidewire exit port of the complaint device was stuck with the proximal part of the non bsc stent. Severe resistance was encountered when pulling the device outside the patient's body and it was confirmed that the distal part of the device got elongated. It was also confirmed that the stent did not fully expand. The physician commented that stent mal apposition had occurred and that the device got stuck with the stent due to mal apposition of the implanted stent. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.